Manufacturer narrative:
UDI not available as product was manufactured on or before sep 23, 2014 . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-13372. It was reported that patient presented to the emergency room on (B)(6) 2021 for a "pulling sensation" that they had felt near his pacemaker site. Patient had not visited a clinic since (B)(6) 2014. A device interrogation revealed alerts for low out-of-range impedance from (B)(6) 2016 and multiple noise over-sensing episodes causing inappropriate automatic mode switches for the atrial lead. The noise on the atrial lead was determined to be myopotentials. The right ventricular lead had been turned off in 2013 for an unknown reason, but a high out-of-range pacing impedance alert from 2013 was also found. Patient then presented to an in-clinic follow-up on (B)(6) 2021. A device interrogation revealed atrial lead failed to sense p-waves but continued over-sensing noise. Intermittent capture was also seen. No intervention was performed. Patient will instead wear a monitor for the time being. Patient had no other consequences.